Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a low sensor scan result of 2.9 mmol/l, self-treating with food, and subsequently ¿experiencing symptoms described as feeling dizzy and "strange". Customer¿s his wife checked the customer¿s blood glucose with an unspecified and unspecified high readings were obtained. Customer was reportedly hospitalized and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer reported receiving a low sensor scan result of 2.9 mmol/l, self-treating with food, and subsequently ¿experiencing symptoms described as feeling dizzy and "strange". Customer¿s his wife checked the customer¿s blood glucose with an unspecified and unspecified high readings were obtained. Customer was reportedly hospitalized and received unspecified treatment. There was no report of death or permanent impairment associated with this event.